Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the surgeon noticed scratch at the peripheral part of the lens. Additional information has been requested and received which states they don¿t know exactly but they suspect the injector. Patient impact was unknown.

Manufacturer narrative:
On initial MDR usage of device was reported as initial which was incorrect. It should have been reuse of reusable device. A sample was not received at the manufacturing site for evaluation for the report of lens scratched; therefore, the condition of the product could not be verified. A photo of the surgery is attached to the parent file and has been reviewed by the investigation site. The monarch plunger is shown, however, details cannot be determined from the photo. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).